Event description:
The external pulse generator was returned "possible recall unit". It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the main printed circuit board was out of electrical specification (pacing continuation). The upper and lower case halves were broken. Both bail covers and battery drawer were broken. Both bails were missing.